Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and lymphadenopathy.

Event description:
Patient reporting " I have textured implants and I have just found out that they cause breast cancer, experienced back pain, thought I was having a heart attack" . Later patient reports they have a capsular contracture on there left breast and that they are in a lot of pain. The device remains implanted. This record represents the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Patient reporting " I have textured implants and I have just found out that they cause breast cancer, experienced back pain, thought I was having a heart attack" and they ¿have had to get lumps felt in my lymph nodes under each armpit that I have never had there before¿. The patient also reports they have a capsular contracture on there left breast, that they are in a lot of pain, ¿chest felt sore¿, ¿pain all over my body knees shoulder hips wrists everything¿, ¿I could not breath¿, ¿I started to feel my heart do another beat¿ and ¿I had a cough¿. "I also have red blood coming to the surface on my chest no were else on my body only my chest", "my white blood cells are down" and they "can barley touch something without [their] skin bruising". An ultrasound was preformed and the results stated there were no abnormalities, focal lesion or fluid collections observed and the implants "appear intact". The physician has reported that on examination the patient "looks well. Examination of both breasts revealed capsulation of the implants but nothing suspicious and the axilla was normal." And the "left shows signs of grade 3 capsular contracture" . The physician advised the patient has been reassured "strongly" and discharged from the clinic. The device remains implanted. This record represents the left side.